Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a clogged tubing. The fse flushed the tubing to clear the obstruction and cleaned the ion-selective electrolyte (ise) drain to resolve the issue. The beckman coulter internal identifier is (B)(4). Refer to MDR 9612296-2020-00280 which addresses the event with the other patient who received treatment.

Event description:
The customer reported the generation of erroneous low sodium patient results on their au480 clinical chemistry analyzer. The erroneous patient results were reported outside the laboratory. Two (2) patients were admitted to cardiac care unit (ccu) and administered saline based on the low sodium results. There was no report of injury or death in connection with this event.